Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33. Customer's blood glucose was unknown mg/dl. The customer stated that alarm occurred while she was attempting to fill tubing and instead of drops, insulin squirted out. The customer stated that the drive support is protruding . The customer was advised to revert to a backup plan. The customer was advised to speak to healthcare provider for purchase of new pump. The customer was advised that we would send cot loaner as she requested.